Event description:
It was reported that high ventricular rate (hvr) alerts due to noise were detected on the right ventricular (rv) lead. There were no adverse health consequences, the patient was stable and will be monitored.